Event description:
Customer reportedly received results of 267 mg/dl (obtained from the customer's arm) and 134 mg/dl (obtained from the customer's fingertip) within 10 mins on the compact plus system. No actions taken based on device results. No adverse event reported. Requested return of suspect device, however, customer no longer has the test strips; replacement was sent.